Event description:
Alleged event: it was reported that the clips would not lock. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#: (B)(4). The device sample has not been returned to the MFR for investigation at the time of this report. The device history review the product hemolok l clips 6/cart 84/box, lot#: 73g1400569 investigation did not show issues related to complaint. The MFR will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). One (1) cartridge of catalog number 544240 hemolok l clips (B)(4) was received not used closed in original packaging, lot #73g1400569 was confirmed with sample received. There was no visible damage and components look well assembled. During functional testing the clips were properly/correctly close. No quality issues were found and the failure mode not closing as reported was not able to be duplicated. Therefore, corrective actions are not required at this time. The manufacturer will continue to monitor and trend related events.